Manufacturer narrative:
We have received the device for evaluation. However, during our evaluation, we could not replicate the reported defect. Control unit was found to be operating in all settings and functions. Lamp light brightness was measured to 690 lumens which was above the minimum requirement. Control unit was run for an extended period of time but the reported defect could not be reproduced. There was no injury to the patient. The issue was detected during pre-use check. Physician was able to complete the procedure using the same device since the device worked normally after resetting it. At this time, we could not conclusively determine the root cause of the defect that occured at the hospital since we could not reproduce the failure during our evaluation. It is possible that resetting the device in the hospital resolved this issue.

Event description:
During pre-use check, trivex system control unit reset when the light source was turned on.